Event description:
It was reported that there was a no disposable alarm and that the cassette would not run on the pump. A new cassette was used. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog number, initial reporter sent report to FDA and 510k are unknown. No information has been provided to date.